Event description:
The patient reported: is the large gap on the upper left rear being addressed? Also, are the lower right rear teeth leaning or over-rotated inward?" The clinician followed up with the patient to gather additional information and requested photos. The clinician also asked for and received a letter of recommendation from the patient, in which the dentist recommended discontinuing treatment and referring the patient to an orthodontist. After evaluation, treatment was ceased, and the patient was refunded.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.